Manufacturer narrative:
The device is being repaired by replacing the frame and the caster mounts. The new frame has been ordered. As soon as it is received, the repairs will be finalized and the device shipped back to the end user. In the meantime, creative technology services has provided the end user with a demo tailwind with the same seat size as end user's device. Summary - visual investigation: the left hand caster fastener was partially engaged and showed signs of damage. The right hand caster fastener was fully engaged. Both caster assemblies were disassembled from the caster mounts and inspected. The orientation holes in both the mounts and caster assemblies showed extensive damage (hole elongation/distortion). Fasteners from each assembly appeared to be in good condition with no thread damage. Loctite compound of two varieties was observed on the fasteners. A locking helicoil was present in each caster assembly. Engineering eval: it appears that the caster orientation holes were damaged by the caster angle locating pin through continued operation of the chair without the caster fasteners properly tightened. It appears that the dealer/customer attempted at least one caster angle adjustment utilizing loctite as evidenced by the different color loctite observed on the fasteners that hold the caster assembly to the frame mount. However, the loctite used was different than that used in production. It is likely that other caster angle adjustments were made due to the physical damage but engineering cannot verify that loctite was used in each case or that the fastener was properly tightened. It is vital that the caster assembly be maintained properly to prevent this type of damage. Recommendation: engineering recommends the complete replacement of the frame assembly and the caster assembly (excluding the wheel). All other components can be transferred to the new frame.

Event description:
The end user's mother, on behalf of the end user, called stating that the end user had fallen out of the device on three occasions due to the caster falling off. End user's mother stated that as a result of the falls, the end user sustained a cut on her leg resulting in a staff infection and a possible shoulder injury. End user's mother reports that the first time it happened the end user was going downhill. End user's mother reported that end user had x-rays taken of her hand and kneecap and was seeing an orthopedic doctor for her possible shoulder injury. End user's mother reports the last time end user fell, she was transferring from a toilet to the device and hit her head sustaining a concussion. End user's mother also stated that the device had been returned to their local dealer twice for repairs but the problem continued. Although end user previously reported the complaint to her local dealer on several occasions, it is important to note that creative technology services was never contacted by the local dealer or the end user regarding the problem until end user's mother reported same on 09/16/09.